Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6), 2010, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis featuring c3. The trunk-ipsilateral leg component was implanted from right side using a cross-over technique. Device was deployed in good position distal to the lowest renal artery. An iliac extender component was used to extend the right side. Cannulation of contralateral gate was difficult but eventually obtained. A contralateral leg component was implanted left side and extended with another contralateral leg component. The overlap areas were ballooned in usual fashion. Angiography verified that the aneurysm was excluded from blood flow with no endoleak present. On (B)(6), 2010, the patient presented with renal failure. Angiography was performed which revealed that the trunk-ipsilateral leg component had migrated 15mm proximal, covering the right renal artery. The physician implanted a bare metal stent in the right renal artery, restoring profusion.